Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor displayed a service code 110 and failed incoming functional testing. The cause for the service code 110 and test failure was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination on j1000 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of a monitor that was returned for an unrelated reason, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.